Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer also reported problems with the infusion sets and receiving no delivery alarms. The customer's blood glucose levels ranged from 346 to 510 mg/dl. The customer reported symptoms of nausea. The customer treats with the insulin pump and manual injections. The customer was sent a tubing clamp to perform the high pressure test. The customer was sent replacement products, however nothing was returned for analysis.